Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a veterinarian raised a claim for eventration on a cat following an ovariectomy procedure. One day post-operation, (B)(6) 2025, the suture line broke, resulting in the abdomen being open and the bowels being outside. Additional surgery was required to clean the abdomen and re-suture with a concurrent suture. The cat was readmitted for this procedure and was reported to be okay and sent back home afterward. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. Twenty three representative samples were returned for analysis. Visual inspection of representative samples noted light assisted microscopic inspection of the breathable pouch noted no breaches or damage. The needles were properly parked in the retainer. Inspection of the retainer noted the suture was properly wound and no damage to the retainer. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foil pouches were inspected with light assisted microscopy with no abnormalities. Evaluation noted that representative samples noted that the breathable pouch was opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. A simple knot was performed on the suture and the knot was pulled tight. The suture ends were loaded onto an instron machine by clamping the ends with cord yarn grips. No suture breaking or fraying was noted while handling/loading the suture into the instron machine. The instron then pulled the suture at a rate of 300 mm/min until the suture broke. The breaking point load force was measured and were found to meet ep minimum mean and minimum individual specifications. It was reported that the suture line broke. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was dete cted with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.